Manufacturer narrative:
Product investigation: the product was not returned for analysis. Results from the product & sterilisation history records review indicated the product met release criteria. The product was not returned for investigation. We are unable to confirm the reported complaint. Based on the results from the product, batch and sterilisation history record, the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported vitritis following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information has been requested.